Event description:
It was reported that the pump's alarm volume was too low and sounds muffled. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.